Event description:
Integra received an adverse incident report from medicines and healthcare product regulatory agency (mhra) in 2007, advising of the following incident: two clips from the device broke and the pad became unattached from the headrest leaving the pt's head on the metal.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to: integra lifesciences corp.